Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stock out report was not printing. A technical support specialist (tss) reviewed the medication inventory, specifically medication ID 559b, and found that the current quantity was eight. This may have been the reason the stockout did not print. Alternatively, the issue may have been caused by a mismatch between the quantity displayed on the station and the quantity recorded on the server. The tss confirmed the findings with the customer and advised running a device inventory report to verify that the quantities matched what was physically located in the station. The findings were shared with the customer and confirmed. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user reported not receiving the stock-out report in pyxis for buprenorphine 0.5 mg tablet 559b. The report did not print on the kph pyxis ed cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.